Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. During treatment her cycler alarmed for air detected in the cassette. She was not able to clear the alarm and discontinued treatment. In the morning while removing the cassette she found fluid head leaked. She was advised to contact her pd nurse. The set was discarded. During follow up the patient reported she did not have any complications following the event.